Manufacturer narrative:
(B)(4). (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04945 and 0001822565-2018-04946. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee procedure. During the procedure, the impactor pad broke during femoral impaction. Also during this case, the articular surface provisional fractured. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of impactor pad exhibits signs of repeated use (nicked or gouged) and has fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure. During the procedure, the impactor pad broke during femoral impaction.